Event description:
This was the first case of the day and the doctor was using sevoflurane to anesthetize the pt and noted that the pt's saturation was dropping. The case was canceled. The ventilator functioned normally. It was reported that there was no pt injury. After the case, it was noted that the absorber canister was hot to the touch and that the absorbent material had melted to the sides of the absorber canister.